Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, radiographs taken revealed subsidence of the tibial components. A revision procedure was performed on (B)(6) 2010 and the tibial tray and tibial stem were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #4 - loosening, migration, or fracture of the implant can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity. This report filed (B)(6) 2010.